Event description:
Customer obtained results of 233 mg/dl, 98 mg/dl, 88 mg/dl, and 103 mg/dl, within 10 minutes on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.